Manufacturer narrative:
The problem was investigated, but it was not possible to determine the root cause since the issue cannot be repeated. We are unaware about operator injury.

Event description:
The laser system had a failure that did not allow to use it properly. No adverse effects to patient were reported.